Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), abdominal pain lower ("abdominal cramping"), dysmenorrhoea ("extreme, debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), menorrhagia ("heavy bleeding prolonged; abnormal menses,"), back pain ("severe back pain"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("abdominal bloating,"), cystitis ("cystitis"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (required to undergo a full hysterectomy and bilateral salpingectomy with essure removal). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, endometriosis, abdominal pain lower, dysmenorrhoea, menstruation irregular, menorrhagia, back pain, amnesia, rash, alopecia, fatigue, abdominal distension, cystitis, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular and rash to be related to essure. The reporter commented: over the next several years, she sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, abdominal pain, endometriosis, cystitis, and dyspareunia, among other symptoms. Diagnostic results: in (B)(6) 2012, she underwent CT scan to determine the cause of her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.